Event description:
The customer reported the screen intermittently goes blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and monitor. System operates as intended. (B) (4).